Manufacturer narrative:
(B)(4). Date sent: 5/14/2024. D4 batch #: a9e221. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The device was returned inside its original packaging. Upon visual inspection, it was observed the seal between the tyvek and the blister was not properly made. Our manufacturing process has been identified to be the possible cause of the packaging issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery quality system. Additionally, video was provided and they showed the condition of the reported event. A manufacturing record evaluation was performed for the finished device batch a9e221, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/17/2024. D4 batch #: unknown. This is an analysis of a video submitted for evaluation. A video provided by the customer shows a sterile package with the tyvek sealed misaligned. Based on the video, the reported event was confirmed. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the ethicon endo-surgery quality system. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, before used on the patient, the package was found damaged. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.